Event description:
Consumer states she has been using 872 for years but the quality is not the same. She says she can only get 1-2 uses out of each one before the tip breaks off. No injuries were reported. Sending return envelope and replacement from department stock.